Event description:
The pt had an ipg for off-label use. It was reported, the pt was experiencing pain at the ipg site. On (B)(6) 2010, the pt's ipg was relocated. A few days later, the pt reported experiencing pain at the new and previous ipg site. As a result, the pt's ipg was explanted and replaced with a different model. The replacement ipg resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.